Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the guidewire was bent along the ptfe length. The guidewire ptfe coating was peeled/scraped along the proximal length between 37cm and 43cm. During the functional test, the guidewire was loaded and advanced through a demo excelsior sl-10 microcatheter with slight friction and the guidewire torque was not smooth for the one to one torque check, due to the bends on the guidewire. Follow up attempts were made to the customer to obtain additional information. Based on the available information and the returned device analysis, an assignable cause of undeterminable was assigned, as it is difficult to determine the cause of the ptfe coating peeling.

Event description:
During the analysis of the returned device, it was revealed that the synchro guidewire ptfe coating had peeled. No clinical consequences reported to the patient.